Event description:
The customer reported receiving a "speaker malf" inop on their monitor and indicated that no sound was occurring. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.